Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the es - fail drawer. The field service engineer found that the half-height drawer 5 was dead and there were no lights on the controller board. The fse replaced all the controller boards in the drawer and configured the drawer in the application. No further issues were found. The system functioned as intended after the field service engineer repaired the device. E.1. Initial reporter facility: (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.